Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 error. The e-3 error occurred as soon as the test strip is inserted into the meter. The customer verified that the test strip was left outside of the vial for too long. The product is not being stored according to specification and is stored in the kitchen. During the call a blood test was performed by the customer using meter and produced result of e-3. Customer had also performed a blood test fasting using the nurse's meter and had obtained a result of 63 mg/dl. At the time of the call the customer was feeling physically symptoms of fatigue, nervousness and changes in eyesight. Customer was going to see the doctor.